Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Instead, the following reportable malfunctions were identified during the device evaluation: no image at all due to fluid damaged to the charged coupled device. Based on the results of the investigation, and since the customer reported device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofibervideoscope image was grainy and a scope communication b30 alarm occurred. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.